Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("essure devices had perforated into her abdomen after performing CT scan"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic supracervical hysterectomy with salpingo-oophorectomy) and surgery (endocervical ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, perforation and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: she underwent a laparoscopic supracervical hysterectomy with left-sided salpingo-oophorectomy, right sided salpingectomy, endocervical ablation, cystoscopy and removal of essure devices. It was also reported that since her removal surgery, almost all symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("essure devices had perforated into her abdomen after performing CT scan / perforation (other)-abdominal wall / migration of essure device location of device:abdominal wall"), device breakage ("the coil was pulled and snapped in half and the in 2 pieces"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal excessive bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1994, (B)(6) 2000, (B)(6) 2004, (B)(6) 2006) and leg pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included break-through bleeding, vaginal irritation, moniliasis, insomnia, abdominal tenderness, pain in hip, cellulitis and ovulation pain. Concomitant products included ibuprofen. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic supracervical hysterectomy with salpingo-oophorectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (endocervical ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device breakage, pregnancy with contraceptive device, genital haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation, uterine perforation, hormone level abnormal, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she underwent a laparoscopic supracervical hysterectomy with left-sided salpingo-oophorectomy, right sided salpingectomy, endocervical ablation, cystoscopy and removal of essure devices. It was also reported that since her removal surgery, almost all symptoms have resolved, though some remain. Essure spiral coils counted ¿ 2 in right fallopian tube. Essure spiral coils counted - 4 in left fallopian tube. Diagnostic results: (B)(6) 2004 : hysterosalpingogram : perforation (fallopian tube), perforation (uterus), perforation (other) please describe: abdominal wall. ¿concerning the injuries reported in this case, the following one/ones were described in patient medical record : device breakage" most recent follow-up information incorporated above includes: on 13-jun-2018: events- "hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), perforation (uterus), fatigue, gerd, hair loss", reporter added, pregnancy outcome updated from pfs. Event "the coil was pulled and snapped in half and the in 2 pieces", concomittant and historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("essure devices had perforated into her abdomen after (otperforming CT scan / perforation her)-abdominal wall / migration of essure device location of device:abdominal wall"), device breakage ("the coil was pulled and snapped in half and the in 2 pieces"), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal excessive bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 1994, (B)(6) 2000 (B)(6) 2004, (B)(6) 2006 and leg pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included break-through bleeding, vaginal irritation, moniliasis, insomnia, abdominal tenderness, pain in hip, cellulitis and ovulation pain. Concomitant products included ibuprofen. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic supracervical hysterectomy with salpingo-oophorectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy) and surgery (endocervical ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device breakage, pregnancy with contraceptive device, genital haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation, uterine perforation, hormone level abnormal, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she underwent a laparoscopic supracervical hysterectomy with left-sided salpingo-oophorectomy, right sided salpingectomy, endocervical ablation, cystoscopy and removal of essure devices. It was also reported that since her removal surgery, almost all symptoms have resolved, though some remain. Essure spiral coils counted ¿ 2 in right fallopian tube. Essure spiral coils counted - 4 in left fallopian tube. Diagnostic results: 18-oct-2004 : hysterosalpingogram : perforation (fallopian tube), perforation (uterus), perforation (other) please describe: abdominal wall. ¿concerning the injuries reported in this case, the following one/ones were described in patient medical record : device breakage" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("essure devices had perforated into her abdomen after (outperforming CT scan / perforation her)-abdominal wall / migration of essure device location of device:abdominal wall/ perforation: abdomen/ part of the device no longer within the fallopian tube."), device breakage ("the coil was pulled and snapped in half and the in 2 pieces/ break between the proximal and distal aspect of the device."), fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") and genital haemorrhage ("abnormal excessive bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1994, (B)(6) 2000, (B)(6) 2004, (B)(6) 2006) and leg pain. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included break-through bleeding, vaginal irritation, moniliasis, insomnia, abdominal tenderness, pain in hip, cellulitis and ovulation pain. Concomitant products included ibuprofen. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 14 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2004, the patient experienced fatigue ("fatigue"). On (B)(6) 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2004, the patient experienced vulvovaginal pruritus ("vaginal itch"), vulvovaginal burning sensation ("vaginal burning") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2005, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain lower. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and gastrooesophageal reflux disease ("gerd"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), norethisterone (norethindrone), surgery (laparoscopic supracervical hysterectomy with left sided salpingo-oophorectomy), surgery (right sided salpingectomy, cystoscopy and removal of foreign body.) And surgery (endocervical ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the perforation, device breakage, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vulvovaginal pruritus, vulvovaginal burning sensation and vulvovaginal mycotic infection outcome was unknown and the fallopian tube perforation, uterine perforation, hormone level abnormal, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease and alopecia had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hormone level abnormal, menorrhagia, perforation, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: she underwent a laparoscopic supracervical hysterectomy with left-sided salpingo-oophorectomy, right sided salpingectomy, endocervical ablation, cystoscopy and removal of essure devices. It was also reported that since her removal surgery, almost all symptoms have resolved, though some remain. Essure spiral coils counted ¿ 2 in right fallopian tube. Essure spiral coils counted - 4 in left fallopian tube. Diagnostic results: (B)(6) 2004 : hysterosalpingogram : perforation (fallopian tube), perforation (uterus), perforation (other) please describe: abdominal wall. ¿concerning the injuries reported in this case, the following one/ones were described in patient medical record : device breakage." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: yeast infection, vaginal itch and burning. Treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.